Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in pacing impedance measurements eighteen months ago. At that time, impedance measurements were still within range so it was suggested to monitor per the physician's discretion. New information received indicate that rv lead pacing impedance measurements are now greater than 2,000 ohms, seen in the clinic. Threshold measurements have also increased. Sensing appears to be normal and no evidence of any noise or inappropriate episodes thus far. The patient is scheduled for a pulse generator replacement procedure in the next few weeks and the lead will likely be replaced at that time. No adverse patient effects were reported.

Manufacturer narrative:
The product was surgically abandoned, therefore, is not available for return.

Event description:
Approximately one and a half months later, the lead was surgically abandoned during the generator replacement procedure. It was also noted that the lead had increased threshold measurements with intermittent loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
The product will likely be replaced during the upcoming pulse generator replacement procedure. When additional information becomes available, this report will be updated.